Event description:
Ventilator was cycling on a patient, ventilator started to smoke and filled the patient room with smoke. Ventilator was taken off patient, patient was bagged and ventilator was swapped out. Fse discovered the o2 module was defective. Fse replaced the o2 module, calibrated and functionally checked the unit. Ventilator passed all test and was performing according to all manufactures specifications. It is unknown if the ventilator stopped cycling. There was no patient injuries.